Event description:
A customer reported post operative endophalmitis, fibrin and hypopyon following intraocular lens implantation and femtosecond laser procedure. The patient received eye drop treatment, and cultures of the aqueous humor, vitreous and intraocular lens were obtained. The culture results are unknown at this time. The intraocular lens was explanted and the patient is currently aphakic. Additional information and product sample have been requested for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Follow up information was received from the reporter; "the postoperative observation was different from infectious inflammation symptom, but it cannot be said as non infectious neither." Culture results were negative.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporter; it was informed that the patient's symptom improved.

Manufacturer narrative:
A product sample was not returned for evaluation. The product's history record was reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved monarch iii (d) cartridge and monarch iii handpiece. Monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which isn¿t qualified for the lens/cartridge combination used. The manufacturing investigation has not identified a root cause to date. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
Follow up information was received from the reporter; it was informed that there is no product sample available as the intraocular lens was discarded. The eye culture was negative and no bacteria was found, cystoid macular edema was identified.